Event description:
It was reported that a user experienced hypoglycemia while using the ilet pump on the first day, with a documented glucose of 53 mg/dl after making three consecutive meal announcements; education was provided that announcing meals during low glucose can worsen hypoglycemia, and the user treated with oral sugar and later reported a glucose of 112 mg/dl. Customer care provided support that included review of user reports, assessment of use patterns, and troubleshooting with user education. Investigation of this case revealed user-induced insulin stacking from consecutive meal announcements as the likely precipitant of the hypoglycemic event, with no device malfunction observed. Symptoms included irritability associated with hypoglycemia. Outcomes included recovery to an in-range glucose after oral carbohydrate and counseling. It was concluded, based on previously established findings for similar reports, that the cause was unclear with contributory user use error related to meal announcement behavior. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.